Manufacturer narrative:
Date rec¿d by MFR : 22jul2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported proximal sensor auto zero issue, and it was resolved by securing a tube connection. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported proximal sensor auto zero failure. There was no patient involvement.